Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited distal fiber breakage, cracked video connector, dents on the outer tube, image out of field view, and light transmission failure. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation distal fiber breakage, loose and dents on outer tube, cracked video connector, image out of field view, light transmission failed. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.